Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2021. The most recent information was received on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient experienced device expulsion ("a few days after insertion, one of the two coils fell out"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), iron deficiency anaemia ("severe anaemia due to the heavy periods"), menorrhagia ("haemorrhagic periods"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), arthralgia ("ankle pain") and alopecia ("significant hair loss"). At the time of the report, the pelvic pain, device expulsion, iron deficiency anaemia, menorrhagia, fatigue, vision blurred, arthralgia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, device expulsion, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: the second coil was positioned in her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced device expulsion ("a few days after insertion, one of the two coils fell out"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), iron deficiency anaemia ("severe anaemia due to the heavy periods"), menorrhagia ("haemorrhagic periods"), fatigue ("chronic fatigue"), vision blurred ("blurred vision"), arthralgia ("ankle pain") and alopecia ("significant hair loss"). At the time of the report, the pelvic pain, device expulsion, iron deficiency anaemia, menorrhagia, fatigue, vision blurred, arthralgia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, device expulsion, fatigue, iron deficiency anaemia, menorrhagia, pelvic pain and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: the second coil was positioned in her uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.